Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was previously implanted with a bone anchored hearing aid which caused significant damage to the skin in the area.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from a post-operative wound infection. Reportedly the recipient had a baha abutment removed during the implantation surgery, which might contributed to the observed issue. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Reportedly to reduce pressure the surgeon removed one wing and one screw from the bonebridge. As per newest information received the device is functioning well, and the recipient showed good hearing performance with the device. The device remains implanted and in use.

Event description:
The user was previously implanted with a bone anchored hearing aid which caused significant damage to the skin in the area. The user had a follow-up appointment in (B)(6) 2025. The user is very satisfied with the implant and the outcome and did not complain about the wound.